Event description:
"Situation: proglide failed to close surgical site and resulted in a small retained piece of the device inside the surgical field. Background: proglide is used in vascular procedures to close the site at surgery completion. While using the device it failed to close requiring a cut down to close. During this portion of the surgery a small black plastic piece was noted and found to be a piece of the closure device. Assessment: device failure resulting in broken piece left behind and retrieved recommendation: will report to FDA for tracking and trending - surgeon notes this is the first of these occurrences for them."